Event description:
Customer reported receiving inaccurate erratic readings. In blood glucose tests, customer received readings of 458 and 117 mg/dl within 10 minutes. The results when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer performed a control solution test and the meter was found to perform within specifications.